Manufacturer narrative:
The customer informed the olympus service department (oit) that the b30 error had appeared during procedure preparation, as noted. The initial reporter went on to note that some of the procedures scheduled for that day were performed as usual. However, when the device was turned off and back on, the error messaged appeared. Reportedly, it was not possible to performed the remaining procedures for that day. An oit technician was dispatched to the facility, and resolved the issue by replacing the base. The subject device is not scheduled for return. However, if additional information should become available, a supplemental report will be provided.

Event description:
The customer reported that the evis exera iii xenon light source presented a b30 scope communication error during procedure preparation. According to the initial reporter, 3 procedures were cancelled that day as a result. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report contains additional information received from the customer. The device is still under investigation. Should further information be provided prior to the conclusion of the investigation, another supplemental report will be provided.

Event description:
Additional information was received on 04oct2021 noting that the intended procedure was a colonoscopy. According to the initial reporter, the following procedures for that day could not be performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the b30 error likely occurred to the the socket failure. Olympus will continue to monitor the field performance of this device.